Manufacturer narrative:
There are no reports of any events leading up to the change in patient symptoms. The patient is reported to have a very low bmi and minimal tissue at the implant site. The implant procedure utilized sutures through the fascia to anchor the lead in place. Patient is thought to have been sufficiently compliant with post-operative recovery instructions, however it is unknown how compliant the patient was while at home. There were no reports of any symptoms of infection prior to beginning the revision procedure on (B)(6) 2026 and no lab cultures were taken to confirm presence or type of infection. The patient was reported have questionable hygiene, possibly contributing to development of suspected infection. The initial reason for surgical intervention is to correct lead migration. The decision to fully explant was based on a secondary assessment of the site upon beginning the procedure.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2026 to treat shoulder pain. The implantable pulse generator was placed in the posterior shoulder area with the leads targeting the suprascapular nerve. In mid (B)(6) 2026 the patient reported increased pain when the nalu system was active. Patient was instructed to turn off the system at that time. Imagine confirmed the implanted lead had migrated, likely causing the increased pain with active stimulation. On (B)(6) /2026 the patient was brought into the operating room to prepare for a revision procedure to reposition the lead. While draping the patient the physician noted that the implant incision site was red and had purulent drainage. Upon assessing the site the decision was made to fully explant the system, irrigate with antibiotics, and allow the site to heal.